Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the reported error (e433) was likely due to a defective high voltage power supply (hvps) board. Possible causes of a defective hvps board are as follows: 1. The supply voltage from the hvps board is missing or too low (permanent error). 2. A defective hvps board due to a short circuit of the mos transistors (permanent error). In such cases, the user may sometimes observe popping noises or flashes. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes a correction to d9 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (error code e433) was confirmed due to a faulty high voltage power supply (hvps) board. Additional evaluation findings were as follows: there was an error code e030 displayed due to a defective motherboard, there were lines on the front panel display intermittently, and heavy corrosion on the display cable due to a defective front panel, there was damage on the generator board, and heavy corrosion on other components. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus field service engineer (fse) reported on behalf of the customer, that when using a hf unit "esg-400", an error code e433 was displayed, and the machine automatically restarted. The event occurred during the therapeutic procedure (transurethral resection of the prostate-turp) and was completed with a similar device. There was no procedural delay, or no patient harm associated with the event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.